Event description:
It has been reported that the bd¿ pen ndl 32g 4mm pro 100 box ap has been found experiencing two occurrences of needles breaking and inability to deliver medication during use. The following has been provided by the initial reporter: inner needle broke off in pen device cartridge. Patient stated that he has been having this issue at home also - patient primes the pen with no problems however when he goes to administer his dose only part of the dose is delivered before the pen device stops and won¿t allow any further dose to be administered, feeling like it is blocked. Patient initially thought this was due to the pen so discarded and grabbed a new pen however issue has continued intermittently. On inspection of the pen devices, found one that had a bulging stopper due to the pressure built up in the cartridge and in the second pen device the inner needle of the pen needle had broken off.

Manufacturer narrative:
H.6. Investigation: fifty two sealed 32g x 4mm pen needle samples were returned from lot. No. 9114912, cat. No. 320136. Visual examination and a clog test as per tp700483 was carried out on all fifty two samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ pen ndl 32g 4mm pro 100 box ap has been found experiencing two occurrences of needles breaking and inability to deliver medication during use. The following has been provided by the initial reporter: inner needle broke off in pen device cartridge. Patient stated that he has been having this issue at home also - patient primes the pen with no problems however when he goes to administer his dose only part of the dose is delivered before the pen device stops and won¿t allow any further dose to be administered, feeling like it is blocked. Patient initially thought this was due to the pen so discarded and grabbed a new pen however issue has continued intermittently. On inspection of the pen devices, found one that had a bulging stopper due to the pressure built up in the cartridge and in the second pen device the inner needle of the pen needle had broken off.